Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range high voltage lead impedance was observed via remote transmission. The patient was stable and will be seen in follow-up.